Event description:
During a thoracic sympathectomy procedure, sleeve from the device detached from the body of the device and had to be retrieved from the chest. Another like device was used to complete the case. There were no adverse consequences to the pt.